Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported on (B)(6) 2010 the she got an 80 mg/dl on her aviva meter and within 10 minutes she went to the hospital to deliver her baby and her reading on the doctor's meter was 200 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.